Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. Performance data was collected from the device and analyzed. Impedance trends were found to be steady, but were higher than typically seen.

Event description:
It was reported that there was high impedance. Lead fracture was questioned. The lead was capped and replaced. No patient complications were reported as a result of this event.